Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The caller confirmed that the site used a neutral pad during the procedure which is not indicated for use with the da vinci 5 system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, during a two-week follow-up visit, it was identified that the patient sustained a second-degree burn to the right anterior thigh from a bovie pad. A medline neutral pad (a 3rd-party manufacturer product) was used during the initial robotic procedure. This neutral pad is not verified for use with the e-200 generator which was used during the case. Energy settings were set to bipolar 3, monopolar coagulation 2, cut 3. It is unknown what intervention, if any, was required to address the patient's burn.